Event description:
Power tray has been replaced and 48vdc are sent to the charger enclosure allowing the charger to charge the batteries. Bottloader was now working and therefore firmware update has been also performed successfully.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The power tray was successfully replaced. 48 volts were delivered to the charger enclosure allowing the batteries to charge. The bootloader was now working and therefore the firmware was updated, all replaced components were successfully performing.   Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000175, serial/lot #: (B)(4). Product ID: bi71000860, serial/lot #: (B)(4). Product ID: bi71000163, serial/lot #: none. Product ID: bi71000162, serial/lot #: none. Product ID: bi71000319, serial/lot #: none. The manufacturer representative (rep) went to the site to test the imaging system. The system would not boot or charge the batteries. The new can dongle had a shorter cable. The rep routed the cable differently to make the connection. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was no 115 vac in the umbilical cable. The representative could see that the voltage in the mobile view station (mvs) ups input, various filters and surge protectors in the top of the mvs (accessible from the rear door) and also in the ¿from ups¿ connector in the mvs power board under the metallic lid. However, they cannot measure the 115 vac that they would expect to see in the connector on the bottom right corner of the mvs power board. As far as they could tell, the fuses are ok. They could see that the red ds8 led on mvs power board was blinking and three green leds are illuminated. They also saw a tiny ¿battery voltage critically low¿ warning in the bottom of the mvs screen when viewing images, but they didn¿t see the ¿please connect ac power¿ pop-up. The green mains indicator was on in the front cover of the mvs. Additional information was received stating that during the site visit the system did not charge the batteries. The charger card firmware was unsuccessful it would stop in "connecting phase". Additional information was received stating during another site visit they replaced the charger enclosure and power conversion enclosure, but the system was still not charging. The system was not able to enter the bootloader mode. The manufacturer representative started the firmware installer, clicked "bootloader connect" and pressed the image acquisition system (ias) power button, but the fans just start to rotate for a few seconds and the leds didn't start to blink. Additional information was received stating that the mobile view station (mvs) can vector dongle was replaced. The manufacturer representative updated the firmware to the charger card 16, charger backplane, and power switching controller when the image acquisition system (ias) and mvs application was turned on. They were not able to enter the bootloader mode, so they did not manage to update the firmware to the rest of the charger cards (1-15). Then they replaced the ias batteries.

Manufacturer narrative:
D9/h2/h3/h6: parts were returned for analysis. The charger enclosure was returned for analysis. It was dusty, and had light matted on fans. It was cleaned and installed in a test system and the system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. Codes b01, c19 and d14 are applicable. The return provided the lot number: product ID: bi71000175 , serial/lot #: rev. 1 : (B)(6) the power conversion enclosure was returned and the complaint was confirmed. Visual inspection showed that components c-33 and q-30 were electrically over stressed. Codes b01, c02 and d02 are applicable. The return provided the lot number: product ID: bi71000176, serial/lot #: rev. 2 : (B)(6) the dongle usb was returned and the complaint was not confirmed. When installed in a test system, the system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Codes b01, c19 and d14 are applicable. The return provided the lot number: product ID: bi71000319, serial/lot #: rev. 2 : (B)(6) the power tray was returned and the failure was confirmed. It was verified that the returned fuses in the power tray tested good. When installed in a test system, the system failed to boot. There was no 48vdc from the power tray to the charger. The power tray assembly was faulty. Codes b01, c02 and d02 are applicable. The return provided the lot number: product ID: bi71000861, serial/lot #: rev. 1 : (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.